Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that quality control (qc) results were in range and noted that the discordant result was not reported due to a middleware rule to rerun on the alternate instrument. Siemens dispatched a customer service engineer (cse) to the customer site. The cse inspected the dimension vista 1500 instrument and noted the integrated multisensor technology (imt) was dirty. The cse completed an imt power flush and ran the quick check, dilcheck, qc, and stated that results were acceptable. The instrument performed as expected. Siemens reviewed the information provided, and the cause for the falsely depressed sodium (na) result is unknown. Siemens concluded that contributing factors such as preanalytical variables and/or a compromised system due to debris or gel cannot be ruled out. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant falsely depressed sodium (na) result was obtained on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The customer used the same sample to perform repeat testing on an alternate dimension instrument. The customer noted the repeat result was higher, and reported to the physician(s) as the correct result. There are no reports of patient intervention or adverse health consequence due to the falsely depressed sodium result.